Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0709: issues with visualization of spheres a23: defect on surface of spheres d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8801075, serial/lot #: (B)(6), ubd: 19-jul-2024, UDI#: (B)(4) f1908: delay of less than one hour f26: no patient impact g2: this event occurred in spain, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that the spheres had a defect regarding their surface. They reportedly did not have a correct composition or a less layer of material so there were issues with their visualization during a case. No further information was provided. Additional information was received. It was reported that a different package of spheres were opened until they found spheres with enough quality. The issue occurred intraoperatively during a tumor resection procedure. There was a reported delay to the procedure of only a few minutes due to this issue. There was no reported impact on patient outcome. It was reported that the most likely cause of the issue was unknown.